Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned . Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: unk. No device is available for return. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2023 and a barbed suture was used. The fixation tab was broken during use. The product was discarded. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.